Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported backup battery fault and replace backup battery alarm. Emergency backup battery (ebb) still had 20+ months left. The patient and spouse ended up changing system controllers when they saw the alarm. No current alarms were noted on current primary system controller. Ultimately, the patient was given new system controller (for backup) due to version/software being 2 versions old. The log file began capturing ebb faults on 29jul2024 due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm on (B)(6) 2024 correlating to a load test condition. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm, and the alarm remained active throughout the remainder of the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the controller was exchanged to resolve the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated to address backup battery fault alarms caused by load test conditions. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.